Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The difficult to open and close was not confirmed. The difficult to remove and malposition of device are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the foot captured tissue inducing the difficulty to open and close and the subsequent difficulty to remove. The manipulation of the device to release the device may have released the suture from the vessel, the vessel was friable, or the device was sub-optimal, and the vessel was partially or not captured. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique, prior to a procedure. Reportedly, the lever was closed, however, the foot remained partially open. Withdrawal from the artery required additional effort [difficult to remove]. The knot was dislodged in the process. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to a large bore, and the procedure was completed. There were no reported adverse patient effects. No additional information was provided.